Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. The customer will reach out to their healthcare provider since no backup therapy is currently available, and technical support arranged to send a replacement pump with updated software. Instructions for storage mode and steps for returning the pump were provided, and the customer acknowledged receiving them.